Event description:
It was reported that this was a multi access venotomy closure of a right common femoral vein using a prostyle device after an interventional pulsed field ablation procedure. Two access sites were cranial and caudal via small-bore sheaths. The sheaths were exchanged at the end of the procedure with the actual prostyle device sheath. Reportedly, when the plunger was withdrawn, no suture was present, as cuff miss occurred with the first prostyle device at the cranial access site. Upon removing the device from the anatomy, the suture was pulled; however, it was stuck. With the second prostyle device at the caudal access site, it was identified that the suture from the first device had pierced through the sheath of the second device. The second device was not used due to the damaged sheath. The suture from the first device was removed. Hemostasis was achieved with new prostyle devices for both access sites. There were no reported adverse patient sequela and no reported clinically significant delay to the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 is being filed under a separate medwatch number.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The device damaged by another device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the first device when deployed captured the sheath of the second device damaging it, leaving the needle and suture in the sheath of the second device. The interaction induced the failure to cycle of the first device and caused the suture to be stuck. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. D9 correction: device available for evaluation updated from no to yes.